Event description:
It was reported that a user of the ilet bionic pancreas experienced postprandial hypoglycemia, with glucose decreasing from 126 mg/dl at meal announcement to 40 mg/dl within minutes, and similar lows occurring after multiple meals while using a g7 sensor. Symptoms included slight sweating and shakiness. Outcomes included self-treatment with oral carbohydrate (sunny d) and recovery to 82 mg/dl without medical intervention or hospitalization. Investigation included review of use history and troubleshooting with user education, including guidance to verify readings with a fingerstick and to continue careful monitoring and corrective action for lows. Investigation of this case revealed that the cause of the hypoglycemia was not determined and that insulin needs appear light while the system is still adapting to meal announcements. It was concluded that the event was hypoglycemia with cause unclear, and additional training was arranged to aid device adjustment and user technique. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.